Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The patient experienced a loss of therapeutic effect. She was not feeling stimulation in her hand, just in the upper left arm. The s timulation changed two months ago but there was no known accident or incident related to it. It was noted that she has rsd in the left leg. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).